Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 385.6 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the pump was empty. The low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. No patient symptoms were reported. It was later reported the pump logs had been interrogated to confirm the empty reservoir. The managing physician met the representative in the emergency room where he refilled the pump and decreased the baclofen dose. The physician noted the patient missed his appointment to refill and the office was unable to successfully get a hold of the patient to reschedule. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.